Event description:
It was reported that the user announced dinner but misestimated the meal, resulting in excess insulin delivery and a subsequent low blood glucose episode. The device issued a low glucose alert. Symptoms included hypoglycemia with a nadir of 60 mg/dl, shakiness, and malaise. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose, with stabilization around 150 mg/dl and no hospitalization. Investigation included a user interview and troubleshooting and education on correct meal announcement. Investigation of this case revealed user error related to incorrect meal size announcement, with device performance consistent with design and appropriate low-glucose alerting. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement leading to insulin over-delivery relative to carbohydrate intake.